Event description:
It was reported that the customer continues to receive no delivery alarms. Customer stated that it contributed to the hospitalization on (B)(6) 2015. Customer's blood glucose level was 397 mg/dl at the time of the incident. Customer had diabetic ketoacidosis. Customer's blood glucose level continued to climb and the customer started vomiting. Customer had no insulin and no potassium. Customer was wearing the pump at the time of the hospitalization. Troubleshooting was performed. It was explained that the alarms may be due to site, set, or reservoir issues. Customer discovered a bent cannula in previous troubleshooting calls. Customer will follow up with their health care provider and try out different infusion sets and different sites. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.